Event description:
While in recovery room after stent implantation, pt had a blood clot to the brain. The following day they went to surgery for removal of the clot. While in recovery after stent implantation, blood pressure also dropped. After the craniotomy, pt had a second blood clot and was pronounced brain dead. Expired 3 days later. Physician had told family he had difficulty when fitting the stent and had to do alot of pulling and tugging.